Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 30.0cm was returned for analysis. External insulation abrasion was noted at 22.5-22.8cm and 23.1-23.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.